Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that the monitor on the 9600 system shut down at boot up. The 9600 system had to be rebooted twice to correct the issue. No pt injury was reported.